Event description:
It was reported that following a transurethral resection of the prostate (turp) procedure, a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed in which the cuff was noted to have inflation issues cause by fluid loss due to a hole. There was air observed inside the component. During the surgery, the existing cuff and pump were removed and replaced. There were no anomalies with the balloon; therefore, it remained implanted. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.